Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered for t wave over-sensing, high rate non-sustained episodes, and the sensing integrity count. Re-programming was done, the lead remains in use, and no patient complications have been reported as a result of this event.